Manufacturer narrative:
An event regarding infection involving a citation stem was reported. The event was confirmed for infection and periprosthetic fracture from the medical records provided. Method & results: -device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: on a consultation of (B)(4), 2015 the impression was an ¿infected revision right total hip arthroplasty with an avulsed greater trochanter fragment and massive fluid collection¿. The note continues, ¿¿ began associated around the infected gallbladder¿. The plan was revision. No x-rays, no operative reports and no examination of explanted components are available. Based upon the material available for review, it is not possible to determine the cause for the initial right total hip arthroplasty revision surgery or the subsequent revision, which was apparently done to manage a peri-prosthetic infection. The source of the later infection was suggested as related to ¿infected gallbladder¿. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient's right hip was infected. Surgeon removed stem, head and liner and put in an antibiotic spacer.